Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. No contact info for the surgeon was provided by the rptr and she has been unresponsive to phone calls and email. Therefore, no follow-up to the surgeon could be conducted. (B)(4).

Event description:
A consumer reported that two weeks following intraocular lens (iol) implant surgery, she continues to experience blurry vision. She stated that her surgeon told her this is normal but she believed that she should be able to see right away. No further follow-up could be conducted as the consumer did not provide the surgeon's contact info.